Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. The customer changed pump supplies and resumed insulin. System check was then being performed by tandem technical support; however, the customer was unable to complete the check at the time of report. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.